Event description:
It was reported device embolization occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A 27mm watchman laa closure device was implanted in the laa after meeting release criteria. About an hour after the procedure, the physician was notified that the patient's blood pressure had dropped a little bit. A transthoracic echocardiogram (tte) revealed the device had embolized to the left ventricle. The patient went to surgery and the device was removed; the surgery went well. The following day it was reported the patient had some bleeding overnight and returned to surgery. The source of the bleeding was not found. On (B)(6) 2018, the patient passed away. It was noted that the patient's family did not want anything more to be done so patient was taken off the ventilator and expired.